Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported they have been experiencing ongoing issues with urinary incontinence and spoke with their manufacturing representative (rep) about 5-6 weeks ago. The rep helped the patient change programs which was very helpful for 4 weeks but then patient started experiencing leaking. Patient increased the amplitude but they were still having a lot of leaking. Patient was intending to follow up with rep about this but had called patient services on accident. Patient confirmed they have rep's direct phone number and will contact them directly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were having more symptoms with possible leakage. Patient said that the first 2 weeks there was hardly any leakage at all, but in the last week and a half they have had a little bit of leakage and their urgency seems to be greater during the night. Agent walked patient through how to access their therapy settings and increase their stimulation to a comfortable level. Patient would maintain stimulation level and would continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Redirected to doctor if issue persists. Patient reported lost therapy benefit. Additional information was received from the patient. The patient reported that they were still having trouble with incontinence since about 2 weeks after implant. The caller noted that over the past 7 days they have had a couple big accidents and some spotting. The caller stated that they tried to make an adjustment today on their own and increased stim, they started to feel a pulsing in their lower back. The caller noted that the therapy was off but they still felt the sensation. The agent helped the caller connect to implant; therapy was turned on. The agent helped caller turn the therapy off and change programs and then turn the therapy back on. Patient reported they would maintain stimulation level and would continue to track symptoms. They confirmed stimulation in bicycle seat area and that it was comfortable.